Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, while attaching the cta guide to the broach, the washer on the screw which is attached to the guide came loose, but was not noticed until the case was completed. It was not recovered, and it could not be 100% confirmed that the piece was not left in the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial reported stated the product would be returned, however follow up for product return was unsuccessful. A complaint database search identified similar reports against the provided product code. Request for additional information was made. Patient x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.